Manufacturer narrative:
Correction section b1: 'product problem' is unselected. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186ans, UDI: (B)(4), serial: (B)(6), batch: 7869655.

Event description:
It was reported the patient was unable to enter MRI mode. A lead diagnosis was performed and revealed high impedances across the right lead. As a result, surgical intervention may be undertaken to address the issue. It is undetermined which lead has high impedances.